Manufacturer narrative:
The subject device was returned to omsc for evaluation omsc confirmed that the insertion section around the probe was deformed. The coating of insertion section around the probe was partially missing. The manufacturing history was reviewed, with no irregularities noted. These types of the coating damage and deformation of the insertion section are most likely related to the operator's technique. The deformation of the insertion section is likely to be caused by an excessive force applied on the insertion section. The insertion section was deformed further and the coating might be missing when the user squeezed the handle with the deformed insertion section, which caused contacting between the insertion section and the grasping section. The instruction manual of the device has already warned as follows; during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle. Also, do not grasp the tissue and activate the output while the handle is twisted. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe and/or grasping section (tissue pad).

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the insertion section around the probe was deformed. The procedure was completed with another thunderbeat. There was no patient injury reported. Olympus medical systems corp. (Omsc) received and evaluated the subject device. As the result, omsc confirmed that the coating of grasping section was partially missing on april 6, 2017. And it was not reported that the fragment of the coating fell into the patient.